Event description:
Affiliate reported that when the device was implanted in the patient and after the zero reference point adjustment, the icp readings raised 40mmh2o and then dropped to 30mmh2o, and finally became 5mmh2o after several attempts of reconnection. As a result the device was replaced by another product. There were no adverse consequences to the patient..

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. No visible damage to the catheter or connector. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.